Event description:
The olympus sales representative was informed that the customer evis exera iii video system center has an ¿intermittent video ¿ it turns off and on¿. The event occurred during an unspecified event. No death, injury or harm was reported olympus.

Manufacturer narrative:
No device will be returned. The sales representative noted the user facility determined the image malfunction was likely due to the scopes. They will not be sending the scope in. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the reported event could not be identified. However, it's likely the cause is related to a power supply unit failure due to long-term-use. Olympus will continue to monitor field performance for this device.